Manufacturer narrative:
The investigation of positioning issues has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related since the pump was inadvertently pulled back into the aorta during repositioning.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that following a successful implant, the physician attempted to reposition the pump and inadvertently pulled it back into the aorta. Attempts to re-advance the pump were unsuccessful and the decision was made to replace the device. There was no noted patient injury.